Manufacturer narrative:
On (B)(6) 2022 customer returned pump for an alleged pump unable to communicate with the xmtr and bg meter. Unit received with constant a64 alarm due to a faulty y1 on the rf board and mb. Unable to perform operating currents, self-test and displacement test or verify down xmtr, bg meter and download due to faulty y1 on the rf board. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original rf and mb were removed and replace with a test rf board and mb. No anomalies was notice after battery insert. Problem isolated to rf/mb boards. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not communicate with transmitter no harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump